Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The current blood glucose was 444 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer bolused twice and reverted to taking manual injections. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Performed displacement test which was passed. Assisted with performing the high pressure test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Insulin pump passed high blood glucose troubleshooting. The customer revealed after the high pressure test that he had connected his wife back to the pump before the test was performed without being instructed to do so. Customer advised the customer to monitor blood glucose. The insulin pump will not be returned for analysis.